Event description:
It was reported in an article that a patient died due to status epilepticus. No other information regarding the event is available in the article. Attempts for further information from the author of the article have been unsuccessful to date, therefore the relationship between the patient's death and vns therapy cannot be determined.